Event description:
It was reported that the patient experienced a loss of coverage and a shocking sensation. The patient had high impedances on both leads. Lead dislodgement was noted. One lead was explanted. There was no patient injury. The patient recovered without sequela.

Manufacturer narrative:
Analysis of the lead model 3778 lot# unk found no significant anomalies. The lead body conductor was broken due to overstress/damage.

Manufacturer narrative:
Product ID 3778-60, serial# unknown, product typ lead, product ID 3778-60, serial# (B)(4), implanted: 2011-(B)(6), product typ lead, product ID 3778-60, serial# (B)(4), implanted: 2011-(B)(6), product typ lead, product ID 37754, serial# (B)(4), product typ recharger, product ID 37744, serial# (B)(4), product typ programmer, analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.